Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional devices associated with the event: battery/(B)(4)/model # 1650/exp. Date: 30nov2018/(B)(4). Device available for evaluation: no, device evaluated by manufacturer, mfg. Date: 30nov2016, labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a steady unidentified alarm while sleeping and connected to two batteries. The patient woke up after hearing the alarm, and did not see occurring alarms, however they noted a "orange yellow triangle" displayed on the controller screen accompanied with low flows and high watts message. The patient is unsure about the nature of the alarms or the message since they had just woken up. The patient cleared the alarms and the issue was resolved. The site mentioned that the patient was doing well before the event; vitals appeared normal. The ventricular assist device (vad) parameters were modified by the site a couple days before the reported incident. Preliminary log file analysis confirmed a critical battery alarm associated with one of the patient's batteries the day of the reported event. The battery was exchanged by the hospital. The pump is still in use. No patient complications have been reported as a result of this event.

Event description:
Additional information received from the site indicated that the "alarms" experienced by the patient were not actual alarms, but rather the alarm settings on the controller's display. The site added that the patient may have been confused about they were looking at on the controller's menu.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H10: product event summary: the battery (bat588156) was returned for evaluation. The ventricular assist device (vad) and two batteries (b at300007 and bat300359) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Data log files revealed multiple instances involving bat300007 and bat300359 where the batteries¿ relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. As a result, the reported communication error event was confirmed. Analysis of the alarm log files revealed one (1) critical battery alarm logged on february 17, 2018 due to a communication error involving bat588156, thus confirming the reported critical battery alarm. Log file analysis revealed normal power consumption during the time of the reported event. No low flow or high watt alarms were observed in the logs. As a result, the reported ¿low flow/high watts¿ alarms could not be confirmed based on the available log files. Of note, it was reported by the site that the alarms settings on the controller's display was perceived by the patient as low flow/high watt alarms. The critical battery alarm¿s red indicator and short-lasting alarm may have been perceived by the patient upon waking as the reported ¿orange yellow triangle¿ and ¿steady unidentified alarm.¿ analysis of the data log files did not reveal any premature power switching events within the past 30 days of available data, however two (2) momentary disconnections were found involving bat588156. Momentary disconnection will result in an audible tone or "beep." As a result, the reported ¿intermittent beeping¿ event was confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the critical battery alarm can be attributed to a communication error between the controller and battery. The most likely root cause of the "reported beeps" can be attributed to momentary disconnections between the controller and batteries or adapters. Possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, a nd/or due to the packet error checking method detecting bit errors. An internal investigation evaluated momentary disconnections. Additional products: d4: catalog#: 1650 / serial#: (B)(6); d10: yes, return date: 05-apr-2018; h3: yes; dev rtn to MFR? Yes; h4: mfg date: 30-nov-2017; h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307; d1: heartware ventricular assist system ¿ battery; d4: model#: 1650 / catalog#: 1650 / expiration date: 31-may-2016 / serial#: (B)(6); UDI #: (B)(4); d10: no; h3: yes; h4: mfg date: 31-may-2015; h5: no; h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307; d1: heartware ventricular assist system ¿ battery; d4: model#: 1650 / catalog#: 1650 / expiration date: 31-may-2016 / serial#: (B)(6); UDI#: (B)(4); d10: no; h3: yes; h4: mfg date: 31-may-2015; h5: no; h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Log file review indicated that two other batteries had a communication error and remain in use.